Event description:
It was reported error codes were displayed on the screen when booting up the programmer. It was also reported there was a serious error. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. System error code displayed during boot-up. Beeping sound noted. Slow boot noted with system error caused by keyboard being out of electrical specification. Printed circuit board found out of electrical specification.